Event description:
It was reported that the pump does not meet flow rate accuracy test tolerance per manufacture specifications.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 10-may-2022 via email and attached to complaint object: I had reached out to your customer service regarding issue with flow rate testing with these 2 devices. I was provided with appropriate setup and method and was able to resolve this issue. You can disregard this issue as it has been corrected on our end. No issue with flow rate accuracy. H10: device evaluation: no product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. Cannot perform a DHR review because a serial number was not provided by the customer.